Manufacturer narrative:
Upon review of data provided by the customer, all of the discrepant results are near the limit of detection of our assay and likely below the limit of detection of the luminex aries assay system. This report is made out of an abundance of caution based on the conditions of authorization for the eua. 04/20/2021 - correct manufacturer report number.

Event description:
Customer reported 5 samples that were detected by biocode sars-cov-2 assay (single target positive). Four were retested on the luminex aires system as negative. One was retested on the hologic panther system as negative. Samples are nasal, collected in saline. Stored room temperature after testing.